Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs ipg, model: 3660, UDI: (B)(4) , serial: (B)(4), batch: 6581264.

Event description:
It was reported that following weight loss patient experienced severe pain at ipg pocket site. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that the thoracic ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.